Event description:
Complainant alleges that the base opcab retractor broke during an opcab procedure. The breakage occurred while positioning the retractor, prior to performing an anastomosis. A backup retractor was used to complete the procedure.